Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that a patient who was implanted last may experienced pain on charging the implantable neurostimulator (ins) and for a day afterward. There was battery site pain. The patient had uncomfortable sensation after recharging. The patient has not had a fall and had not done any excessive lifting. The patient did not have a flair up of pain. The patient has always had some discomfort on charging but has noticed that it has started to last longer. The patient¿s stimulation remained the same. The patient has high impedance on electrode 0 but that it is not included in the program. There was no rash or physical sensation or redness. The patient had not seen a dermatologist. It occurs 10 minutes into charging it began to get uncomfortable. The patient charges from empty to full and only gets 4 squares. The patient charges directly onto the skin. The patient gets fewer squares if she charges through clothing.

Manufacturer narrative:
Manufacturing site ID updated to 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the event first occurred in april 2018. The implantable neurostimulator (ins) was implanted in (B)(6) 2017. The patient came in to have the stimulator interrogated to check there was no problems. It was seen that there was high impedance on electrode. Number 2 was coming up as reference. The patient was complaining of leg pain on charging. The patient was told to try shorter charging sessions or put clothing between the skin and battery. The patient was getting 4 squares on charging and on as of the day of report the patient was getting 6 squares. Shorter charging sessions was not making a difference to leg pain. The cause was not determined.